Event description:
Product: vibration plate (marketed to increase core strength, improve balance, and stability) brand/model: power plate, 71-mov-3600 asin: (B)(4). Date of incident:(B)(6) 2026. Incident description: a customer reported that upon first use of the product, immediately after plugging the unit into a wall outlet, they experienced a whining noise and a burning smell emanating from the unit. The customer briefly continued use thinking it may be normal for a new product but shut it off when the burning smell intensified. While attempting to unplug the unit from the wall outlet, the customer sustained burns to two fingertips. The customer sought treatment at an emergency room. This was the product's first use. Location of use was not specified in the customer's report. Actions taken to date: product has been removed from sale. Customer has been advised to preserve the unit, packaging, and all accessories. Customer has been directed to amazon's property damage and personal. Injury claims process internal safety review has been initiated. Please advise on next steps.